Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 383069 lead; 377177 lead; 377179 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant procedure, the patient developed a pocket infection. Antibiotics was administered and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted from the left side and replaced on the right side. No further patient complications have been reported as a result of this event.